Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient had a reaction to their new pump that was placed in the week prior to this report. The patient's body rejected the pump. Technical services reviewed that it would be unlikely that the pump had nickel or copper in it. The reporter stated that the thought there could be something wrong with the pump, but technical services reviewed that the pump material had not changed. The doctor removed the pump. Additional information received indicated that the pump was not explanted and further testing was being done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the diagnostic test run on the pump showed that there was nothing wrong with the pump. The patient¿s body rejected it; the patient had allergic reaction to the pump being in their body. The physician removed the pump because the patient¿s body was rejecting it.